Event description:
The customer contacted us via e-mail. The customer reports: adding in technical services to report complaint. See below for additional information. . With the v6556, constantly tightening the gait belt, have to twist while using / walking with patient . No patient involvement, nurses were referring to past use . Date occurred - (B)(6) tom mullings reported: I was at mayo they reported the 6556 "loosens" when used especially after a patient sits and then stands. No patient injuries have been reported. No gtin or lot #'s were disclosed.

Manufacturer narrative:
This report is based solely on the information provided by the customer. Historical review of similar cases found that the webbing exhibited slippage or the buckle teeth was not securing the webbing if the webbing was not slipped through the buckle all the way. Using the IFU application, the webbing did not exhibit any slippage. There were several complaints received for straps slipping which were determined to be due to manufacturing issues that have been addressed via the CAPA system. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The instructions for use state: during the application of the belt the strap should lay flat across the buckle. Tuck excess under the belt. Always verify proper closure before use. Always check for skin integrity, proper circulation and range of motion when the belt is in use. Ensure that the belt is secure and does not compromise the patient¿s medical condition and does not interfere with tubes, lines or other equipment. All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. Manufacturer reference file (B)(4). Product not returned.